Event description:
The reporter stated that the pump was losing power intermittently. She reported that since (B)(6), she noticed that the pump would beep and when she looked at the pump it had no power. The reporter confirmed that the pump and battery cap were intact and the battery cap would secure properly. The patient reportedly tried three new batteries since the issue began.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During evaluation the pump booted with no audible tones and displays a blank screen. The master, slave, and peripheral files were reloaded into the pump; the pump booted appropriately. After the software was reloaded, the pump was exercised for 24 hours without rebooting occuring. The pump current draws were measured and were found to be within specifications. Unrelated to the complaint, the display screen was found to be dim with a red tint.